Manufacturer narrative:
MFR's report date 5/8/97. Attempts have been made by the MFR to get additional info. No further info has been received. The set and the pump are not available for evaluation, therefore, a root cause can not be determined. There was no patient info supplied by the user facility.

Event description:
An infiltration occurred. The set was found to be leaking at the sensing disc. No other info is available at this time.